Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 32 (mg/dl) approximately 3 weeks ago. Customer consumed glucose tablets and went to the emergency room for evaluation. While in the ER, customer reported that physicians only performed blood work for signs of infection; however, customer did not confirm if anything was discovered. Customer reported that they left the ER in stable condition a few hours later. Customer also reported that they adjusted their basal insulin rate to treat their low bg level.